Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range atrial pacing lead impedance, measuring 3,000 ohms. Device was replaced earlier in the day due to normal battery depletion with no right atrial (ra) plugged on the device. Atrial alerts were turned off. This device remains in service and no adverse patient effects were reported.